Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing error. In a good faith effort (gfe) response from the biomedical engineer, it was confirmed that the device issue was found while the device was outside of use during testing, not on patient. No patient harm reported. The customer ordered a replacement gas delivery system (gds) to resolve the issue. The customer confirmed part was requested but is currently backordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order, this service spare part is considered critical need and will be monitored for ordered quantity aiming to preserve stock for all customers. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered gds aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort response from a philips global quality specialist received, the biomedical engineer (bme) work order showed that on (B)(6) 2023, the bme received the gas delivery system and replaced it in the device. The bme stated that they tested the device after the repair and the device passed all tests. The investigation concludes that no further action is required at this time.